Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found that the table had already been inspected by the user facility's biomed department. The biomed department informed the technician that the cause of the reported event was that the tilt override switch was stuck in the down position. The biomed department has elected to perform their own repairs to the table. The table was installed in 1998 making it approximately 26 years old and is not under steris service agreement for maintenance activities. The user facility is responsible for all maintenance activities. The 3085sp surgical table operator manual states (pg. 6-1), "warning - personal injury and/or equipment damage hazard: safe and reliable operation of this equipment requires regularly scheduled preventive maintenance, in addition to the faithful performance of routine maintenance. Contact steris to schedule preventive maintenance." The function of the override switch should be tested for proper operation 6 times per year in accordance with the preventive maintenance schedule. The 3085sp surgical table operator manual states (6-2), "4.1 service required verify proper operation of all articulations for full motion. Using override function. Minimum frequency 6x per year." No additional issues have been reported.

Event description:
The user facility reported an uncommanded movement from their 3085sp surgical table during a patient procedure. The patient was moved to a different table and the procedure was successfully completed. No report of injury.